Manufacturer narrative:
Date sent to the FDA: 9/26/2021

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted ¿the hernia sac had mesh stuck to it. In additional there was a bowel obstruction which was reduced by lysing adhesions. A small defect in the fascia was found and it was closed.¿ it was reported that the patient experienced severe pain, nausea, bloating, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.